Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5139841, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5141109, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 23611899, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device components were not returned. No further information could be obtained despite good faith efforts.